Event description:
During a ptca procedure in an unspecified artery, the quantum maverick monorail balloon would not inflate/deflate properly and the balloon separated during removal. After 3.5x15 quantum maverick balloon catheter was prepped, it was unable to deflate the balloon. The physician was then unable to deflate the balloon. The physician attempted to withdraw the inflated the balloon and the balloon separated from device while inside the tip of the guide catheter. The balloon, guide wire, and guide catheter were removed as one without incident. Another of the same device was used successfully. No pt injuries or complications were reported. Pt status is listed as "okay".